Event description:
Spacelabs received a report that a telemetry patient monitored with ariatele transmitter model 96281, telemetry receiver module model 90478, and central monitor model 91387-38 failed to generate an alarm for ventricular tachycardia (vtach) on (B)(6) 2015 as witnessed by clinical staff. No one was injured as a result of this event.

Manufacturer narrative:
Spacelabs dispatched a field service engineer (fse) to the customer site. Onsite testing confirmed the central monitor performed to specifications. Spacelabs has launched an investigation of this event and will file a supplemental report upon completion of the investigation. Placeholder.

Event description:
Spacelabs received a report that a telemetry patient monitored with ariatele transmitter model 96281, telemetry receiver module model 90478, and central monitor model 91387-38 failed to generate audible and visual alarm indications for an episode of ventricular tachycardia (vtach) on (B)(6) 2015 at 12:25 p.m. As witnessed by clinical staff. However, the clinical staff indicated there was an alarm record in the patient¿s database record. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the central monitor and receiver module performed to specifications (including responses for alarm notification). The transmitter had a cracked display and failed a lead fault test both of which are unrelated to the reported event. The transmitter was returned to spacelabs for repair. Testing was witnessed by a facility staff member. The facility provided the patient retrospective database for review. The presence of the alarm record in the database was confirmed by a spacelabs lead software engineer. On this basis, we determined that the alarm condition was appropriately identified by the monitoring system. We know of no reason that audible and flashing visual alarm indications would not have also been present at the time of the complaint episode as these indicators operated according to specifications when tested by a spacelabs¿ field service engineer. This report is considered final and the issue is closed. Placeholder.